Manufacturer narrative:
(B)(4). H6: proposed component code, mechanical (g04) impactor. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the impactor broke when impacting the glenosphere. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; d9; g1; g3; g6; h1; h2; h4. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.